Manufacturer narrative:
According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a dermatome rx 44 was used in the ampulla during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2013. According to the complainant, during the procedure, when the physician attempted to use the cutting wire of the device, the device was not able to cut properly. Reportedly, there were no problems noted with the connections and generator. The procedure was completed with another dermatome rx 44. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.